Event description:
During the surgery, the device broke off after insertion. The device was replaced. The incident resulted in a increase to the surgery time.

Manufacturer narrative:
A visual inspection has been performed on the returned product. The product is not expanded but the snap-off part is broken. A review of the manufacturing record found no anomalies during the manufacturing process. A historical review of the complaint management system showed that his incident has a complaint failure rate of 0.39 percent. According to additional information given by the medical center, the size of the implant selected by the surgeon was too large for the patient's condition. He had difficulties in extracting it once broke prematurely. Given the details of the event, the root cause may have been attributed to the use of a incorrect size for this patient. The choice of the implant size is a critical step of the kalix ii surgery. No corrective action has been taken at this time.